Manufacturer narrative:
F10 adverse event codes. The supplemental MDR 1 inadvertently omitted medical device code a040101 (fracture) h6. Adverse event problem codes: the supplemental MDR 1 inadvertently omitted medical device code c070603(fracture problem).

Event description:
Per a clinical study site, it was reported that the patient had severe pain at the generator site (rated 9/10 on pain scale ) at the generator site. An x-ray found a discontinuity consistent with lead fracture. There was no reported trauma or manipulation to the lead and the cause of the lead break is unknown. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a revision of lead and generator due to high impedance product return is not expected per hospital policy. No further relevant information has been received to date.